Manufacturer narrative:
Per -1099 final report. It was confirmed that the explanted devices, post primary x-rays, operative notes and patient details were not available and thus there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information that has been provided, the root cause of the reported dislocation cannot be determined and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and liner after approximately 2 years and 7 months due to dislocation.

Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, patient age, activity level and medical history have been requested in order to progress with the investigation, however, it has been confirmed that this information is not available. It has been confirmed that the explanted devices are not available to return for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Details will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, head and liner after approximately 2 years and 7 months due to dislocation.